Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen, the stylet/guidewire was damaged, and there was blood on the distal conductor of the lead and it was obstructed. Analyst commented, guidewire bent and stuck in lead distal end: tip nose. Performed destructive analysis to removed it out but cannot because dried blood obstruction in distal conductor.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during left ventricular (lv) lead implant procedure the non medtronic medium guidewire was stuck inside the lead. The lv was removed and exchanged for a different lead. No patient complications have been reported as a result of this event.